Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number ¿k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented to the doctor with fistula distal to the apex of tooth # (B)(6) with recurrent decay under the crown. There was also decay under the crown of the mesial abutment of the 3-unit fixed partial denture #11. Teeth were mobile. The decision was made to extract tooth #11 and tooth #13 as well as the implant at tooth site #14. Upon removal of the implant, a sinus perforation was found. It was closed with a copios extended membrane over the apical extent of the socket; puros calculus bone allograft was placed and then another copios extended membrane over the graph before closing the gingiva. The implant was removed due to sinus perforation and infection. Symptoms as a result of the event: abscess.